Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician isolated the issue to the head and head hi/low valves not working correctly. He replaced the hydraulic valves to repair the bed.